Manufacturer narrative:
(B)(4). The device was serviced on site. This is an ancillary complaint. A visual inspection, functional testing, a service history review, and a review of the alarm log were performed. The f-38 alarm was identified during functional testing and the alarm log review. The cause of the alarm was determined to be out of specification force sensing resistors. The pump was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation as part preventive maintenance by a baxter service technician a flo-gard infusion pump was found to have an f-38 alarm. No additional information is available.